Event description:
It was reported that externalized conductors just proximal to the distal rv coil were found via fluoroscopy. Pacing impedance was slightly low.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.